Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted and snapped into the was. While the closure device was being deployed, st segment elevation was noted and a large amount of air was detected in the ascending aorta by the echocardiographer. The patient was given heparin and stabilized while the procedure was completed. The origin of the air is uncertain. No air was seen in the la on echo during deployment or on fluoroscopy. In additional to these events the patient did have a cerebral vascular accident while still in the procedure room. The patient is stable and is recovering. The patient was transferred to another hospital to be monitored and to recover. The patient is experiencing one sided paralysis.